Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 98mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted. However, the act button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.